Event description:
The customer reported the battery was not able to be charged and the ac led does not glow when the device is connected to ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A phillips field service engineer evaluated the device and verified the failure. The issue was diagnosed as an ac power supply failure. The ac power supply was replaced to resolve the issue. The device passed all testing and remains at the customer site.